Manufacturer narrative:
(B)(4). G2: foreign: canada. H6: proposed component code: mechanical (g04) - rasp. The instrument location is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the neck of the broach snapped off while the surgeon was attempting to reduce the hip during trialing. The fracture piece became lodged in the standard neck trail. The piece was removed with a bone hook and vice grip. The patient did not retain any fragments from the fractured broach. Delay of case due to the inability to extract the broach in the usual fashion. No additional information available for the reported event.